Manufacturer narrative:
Additional information: no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 30, 2004. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported during a cataract procedure, the system locked and did not respond to any commands. There was no patient impact and not patient harm reported. The procedure was completed the same day using a different system.

Manufacturer narrative:
Investigation including root cause analysis is in progress. (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 30, 2004. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively.